Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 74002. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the since (B)(6)2018, the patient started experiencing unwanted stimulation as well as stimulation turning on/off unpredictably. It was noted that the patient had their third normal ins replacement on (B)(6) 2017, and was very satisfied with therapy. Adaptive stimulation was off, and electrode impedance was checked with no results out of range. Diagnostic surgery was performed on (B)(6) 2018 in order to disconnect the leads and check each one with an external neurostimulator. This also did not reveal any problem regarding electrode impedance. The ins was replaced. During implantation, the leads and extensions were also checked, and the physician reported a broken contact at the pocket adapter. The pocket adapter was replaced, and the patient reported that the therapy had been totally restored. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was noted that the serial number of the pocket adapter was not available. The exact implant date of the pocket adapter was unknown. It was implanted during the first ins replacement at another facility abroad. The pocket adapter was discarded. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Analysis of the returned ins (serial #(B)(4) ) found no anomaly. Visual inspection of the ins did not reveal any significant anomalies. Foreign material was observed in the connector ports. The ins shield/can was visibly scratched. The connector module/cover, access hole adhesive, grommet, and setscrew were all visually ok. Initial examination confirmed that the ins was in a discharged condition, so the device was recharged. The ins passed a series of defined and qualified automated functional tests. Telemetry tested ok. Good, stable output was observed. Initial examination confirmed that adaptivestim was active on group a, but the ins did not have settings when it was returned. Adaptivestim settings were programmed and the device functioned as programmed. (B)(4). If information is provided in the future, a supplemental report will be issued.